Event description:
(B)(4). Underwent hysterectomy about 3 weeks ago with a doctor who believed my pain was from essure. Since surgery I have had no pain in the location that was bothering me before, no rashes or boils, and my belly bloat that I thought was just weight gain has been gone! I've lost over 20 pounds in 3 weeks. I feel less tired.

Event description:
(B)(4). Extreme weight gain with inability to lose. Pain in placement location, often extreme, with "no source found" by several practitioners. Boils/rashes "unexplained" by practitioners. I have a nickel allergy that presents in a similar way, but prior to receiving essure I was told by my doctor, who consulted with a rep, that the amount was "too small to cause you any problems".